Event description:
The user facility reported that a pt complained of a post-operative sore throat after surgery where an lma was used. The pt was sent to an ear, nose, throat specialist. It is unk whether the event has completely resolved. No further info was provided. The device has not been returned for investigation. If further info is obtained a follow up report will be filed.